Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned for evaluation; therefore a return sample evaluation was not performed. Pneumoperitoneum is a known complication of a peg tube placement. The instructions for use indicate, to secure the peg tube, pull on the abbvie peg tube until elastic resistance is felt and keep under tension and abbvie peg tube should remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. The following day at 10pm, patient experienced abdominal pain. X-ray of the abdomen was performed and it showed pneumoperitoneum secondary to endoscopy. The patient was placed on nothing by mouth and intravenous (IV) fluid therapy. The patient would be treated with IV antibiotics and was hospitalized. On (B)(6) 2021, patient tolerated oral diet. The stoma which was treated in the hospital, shows no signs of infection or irritation. On (B)(6) 2021, it was reported that the patient was discharged from hospital.